Event description:
The customer reported to olympus that during installation of their evis exera ii video system center, they are not getting an image to display. There was no patient involvement.

Manufacturer narrative:
During troubleshooting the customer was advised to try another maj-143 0 or another scope. Upon trying a different scope the customer informed the service center representative tried another scope on this cv-180 system and they were not able to get an endoscopy image to display only the color bars. The customer mentioned that the socket where the maj-1430 plugs into was damaged or worn as well and manipulating the maj-1430 cable does not produce an image. The customer was informed to send the unit in for repairs however, the customer declined and stated they will send the device for service later. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation.the user facility reported to olympus that the device was dispositioned and would not be returned to olympus. As the device was not returned to olympus, an evaluation could not be performed and a root cause could not be determined.